Manufacturer narrative:
Film evaluation summary: the exact cause of the reported iliac limb occlusion could not be determined from the pre-implant films provided. Films during implant were not available; the stent graft in-vivo configuration and occlusion event could not be assessed. A pre-implant film report noted that the neck diameter ranged from 24 ¿ 26mm along the 4cm neck length, and the distal aortic diameter was 21mm. The iliac arteries ranged in diameter from 11 ¿ 13mm on the left and 13 ¿ 14mm on the right side, and the iliacs were mildly to non-tortuous with observed areas of calcification. Images distal to the external iliacs were not seen in the films. It is possible that the limb occlusion was related to iliac and/or distal limb vessel anatomy. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment a 5 cm in diameter abdominal aortic aneurysm. It was reported that the patient presented emergently. The patient had iliac limb occlusion. The physician cannot visualize any compressed areas in the endurant stent graft. The physician believes that the occlusion might have started well below the endurant limb of the left side. The physician elected to perform a femoral to femoral bypass. The physician stated that the cause of the event could not be determined. However, the device was not deemed to be the cause. No additional clinical sequelae were reported and the patient is fine.